Event description:
Other than a brief episode of nausea the pt had an uneventful dialysis treatment with normal arterial and venous pressures. Three minutes before end of treatment the blood pump stopped without any alarms and treatment could not be restarted. The blood in the extracorporeal circuit was not returned to the pt resulting in a blood loss of approx 200 - 300 ml. Following disconnection, the pt developed fever and chills. A hemoglobin level was drawn via the astrup method that revealed her hemoglobin level was 6.1 gm d/l. The pt was hospitalized; the initial blood drawn from the pt was reported to be hemolyzed. The blood work indicated the pt's hemoglobin was 7.5 gm/d/l. There was no blood smear or haptoglobin test performed. The clinic reported the blood work "showed hemolysis" and the secondary blood drawn confirmed "hemolysis." The dialyzer was discarded and the lot number was unk

Manufacturer narrative:
A gambro polyflux 17 l dialyzer was used in the dialysis treatment. The dialyzer involved in this incident was discarded by the facility. Gambro could not perform a lot history record check or a complaint history file check, as the lot number for this dialyzer is not known.